Manufacturer narrative:
No patient injury reported. Gambro technical services field representative inspected the machine and verified it to be working correctly. As preventative action, he replaced the analogic cca board. No other information was provided. An investigation remains on going.